Manufacturer narrative:
The suspect device was evaluated by olympus. The reported problem of no image was confirmed. The evaluation found no image was produced when the suspect device was tested with olympus, model series 180 scopes due to a printed circuit board failure. The reported problem of "b30" error was not reproduced and could not be confirmed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned to olympus the olympus, model cv-190 evis exera iii video system center for repair due to the reported problem that the front panel connector was not properly working and generating multiple error messages. As part of the investigation into the problem, the user facility was contacted and asked to provide additional details. The user facility stated that an image could not be obtained (i.e., no image) when using olympus, model 180 series scopes with the olympus, model cv-190. In addition "b30" errors were observed. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus. This report is submitted due to a report that an image could not be obtained and "b30" errors were observed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty patient board could not be identified. However, it is likely the cause is related to a defect associated with the operational amplifier circuit design change of the dr board. The dr design change was confirmed to have been made on (B)(6) 2018. This also confirms that the reported device was manufactured prior to the design change. Olympus will continue to monitor field performance for this device.